Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached over 350 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered.

Manufacturer narrative:
The soft cannula was not observed to be bent or kinked. The top housing was cracked, but damage did not affect functionality of the device. The device generated an 0x18 alarm which indicates the reservoir is empty. The reservoir was confirmed empty. The download data did not show any timeouts or drive stalls that would indicate any struggle to deliver insulin.